Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited a position check failure, disabling all atrial tachycardia/atrial fibrillation (at/af) therapies. It was also reported that there are no atrial electrograms (egms) noted on current egms. Both the ra lead and implantable pulse generator (ipg) remain in use. No patient complications have been reported as a result of this event.